Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopy procedure the device would not coagulating properly. Another device was used and the same thing occurred. A third device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). The device a was returned in good visual condition. Testing confirmed the short on the device when the jaws are fully or partially closed. The active rod insulation has been skived (insulation was scrapped exposing the active rod) at the butt end of the electrode near the weldment. The damage has exposed the surface of the active rod and allows contact with the upper jaw. The exposed surface of the active rod allows contact with the upper jaw creating an electrical short and the replace device warning. A replace light illuminated on the generator is a system warning the device is not functioning properly and the device needs to be replaced. When the generator provides a system warning there is no energy being applied to the tissue. Therefore, the device would not coagulate properly due to the device malfunction. The device b was received in good physical condition. The device was tested with a generator and the device performed as required during testing; the energy output delivered from the device was verified. The cutting of test media performed as expected. Device b batch g9k19x. Mfg date 5/5/2010. Exp date 4/5/2012.